Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 233 mg/dl at the time of report but she did not recall blood glucose at time of the incident. Customer could not get past manual priming on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with prime error alarm during basic occlusion test due to protruded and loose drive support disk. Insulin pump was unable to verify history anomaly due to prime error alarm. Insulin pump had missing end cap sticker, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.